Event description:
It was reported that stent damage and plaque shift occurred. The 100%, chronic total occlusion target lesion was located in the moderately tortuous and severely calcified external iliac artery. An 8x100x120 epic¿ vascular stent was selected and implanted to treat the lesion. Post dilation was performed with the balloon of a 5x20 express¿ sd stent delivery system. When the balloon was inflated, the physician noted under radiographic guidance that the center of the stent was dented about 2mm. It was also noted that plaque moved inside the stent and pushed the stent. After the balloon was exchanged to a 7x40 balloon, the stent was not dented but the plaque protruded inside the stent. The plaque shift was treated with a suction catheter. No further patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).